Event description:
The customer reported via phone call that the insulin pump continuously turned off on the customer for several days. The customer stated they have changed the battery several times in one day, but the insulin pump continued to power off. Customer's blood glucose was unknown. There were no physical damage to the insulin pump reported. It was also found the customer received a bad battery alarm in the alarm history. The customer's insulin pump will be returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents. No unexpected off no power alarm was noted. No unexpected low battery alarm was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.